Event description:
It was reported that non-sustained right ventricular (rv) oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was being monitored. The patient was stable.